Event description:
Drive devilbiss healthcare is the initial importer of the device which is a rollator. We still have not received the device back for evaluation. End user slipped off the seat on her rollator. As she was falling, she hit her head on the seat of the rollator. She reported she is dizzy. She said when she had fell she called an ambulance to come pick her up. She mentioned she has serious back pain and will be going to her doctor. The pm associate has asked for pictures, serial number or model number to show that this rollator is manufactured by drive. She said she wouldn't be able to provide that because she does not have a computer and there was no information on the unit. The only thing she did see on the product was our phone number. In an overabundance of caution we are filing this report.